Event description:
It was reported that: "dr. Attempted to implant insert, was unable to seat anteriorly, fully on front lateral side. Took out, integrity of locking wire compromised. Proceeded to insert a second implant fully seated. Surgeon stated, the posterior engaged on first one. Questions locking mechanism."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.